Event description:
It was reported that a pericardial effusion with tamponade occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed but did not meet release criteria, so it was recaptured and removed. A 33mm device was then selected and subsequently implanted successfully with no complications. There was no effusion noted at the end of the procedure. The patient was stable and discharged on (B)(6) 2019. On (B)(6) 2019 the patient presented back at the emergency room with weakness and reported falling at home. On arrival the patient had atrial fibrillation with a rapid ventricular heart rate of 120-140s and low blood pressure (97/77). The computed tomography (CT) scan of the head was negative. The chest x-ray showed a small left pleural effusion. Echocardiagraphy indicated a pericardial effusion with tamponade. The physician performed a pericardiocentesis and 250ml of fluid were aspirated from the pericardium. The drain was left in place and the patient was admitted into the intensive care unit for observation. The patient recovered well and was discharged from the hospital.

Event description:
It was reported that a pericardial effusion with tamponade occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed but did not meet release criteria so it was recaptured and removed. A 33mm device was then selected and subsequently implanted successfully with no complications. There was no effusion noted at the end of the procedure. The patient was stable and discharged on (B)(6) 2019. On (B)(6) 2019 the patient presented back at the emergency room with weakness and reported falling at home. On arrival the patient had atrial fibrillation with a rapid ventricular heart rate of 120-140s and low blood pressure(97/77). The computed tomography (CT) scan of the head was negative. The chest x-ray showed a small left pleural effusion. Echocardigraphy indicated a pericardial effusion with tamponade. The physician performed a pericardiocentesis and 250ml of fluid were aspirated from the pericardium. The drain was left in place and the patient was admitted into the intensive care unit for observation. The patient recovered well and was discharged from the hospital. It was further reported that on (B)(6) 2019 the patient came in for a follow up transesophageal echocardiogram (tee). The imaging revealed that there was a thrombus on the face of the device. The patient was started on eliquis. A repeated tee was scheduled for a later time. On (B)(6) 2019 the patient came in for another follow up transesophageal echocardiogram (tee). No thrombus was found on the device at this time. The patients eliquis was discontinued at this time and they are now only taking plavix.